Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after an intraocular lens (iol) was implanted, a scratch was found on the optic of the lens. The doctor did not known when or how the issue had occurred. The procedure was completed successfully using another lens of the same model. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the device code (1069) was inadvertently entered in the section 'h6-medical device problem code' field of the initial MDR report which is incorrect. The correct device code that should have been entered is '3020' as the issue was confirmed to be cosmetic issue/scratch on the lens. The code has been corrected in this supplemental MDR report and the following field has been updated accordingly: section h6: medical device problem code: 3020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: nov 8, 2021 device evaluation: the complaint lens was received wrapped in paper. The complaint simplicity, the original folding carton, patient stickers, and an open sterilisation pouch were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The handpeice was also inspected under magnification, per special request, and revealed viscoelastic residue inside the cartridge. The handpeice was disassembled and no assembly issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.